Event description:
Sales consultant was notified by surgeon of a uss hardware removal, pedicle screw at l5-s1. Procedure is scheduled for (B)(6), 2012. No further information available at this time.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received. Additional information has been requested.